Event description:
It was reported that during preparation of the 4.0 x 28 mm multi-link 8 device, when the yellow protective sheath was removed, the stent became dislodged. The device was not used on the patient. The procedure was concluded with success by using another unspecified device. Although there was a short delay of the procedure, it did not result in any adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned and the reported dislodged stent was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.